Event description:
It was reported prior to using bd vacutainer® k3e plus blood collection tubes, mold was found on 10 shelf packs. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jul-2025. Investigation summary: bd received 300 samples and four photos for investigation. The evaluation of these photos and samples showcased evidence of foreign material on the tray pack. Additionally, two retained samples were visually inspected, and no foreign material was found on the tray. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k3e plus blood collection tubes, mold was found on 10 shelf packs. No adverse impact was reported regarding the patient or user.